Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure cannot be determined. The customer confirmed the sureform 60 stapler instrument and green sureform 60 reload associated with the reported event were discarded and not available for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the logs cannot be performed as there was insufficient information provided. The event date, da vinci system information, and stapler lot # are unknown. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy procedure, a sureform 60 stapler instrument fired a green sureform 60 reload which did not appropriately form a staple line. The target tissue was subsequently cut; resulting in bleeding. The surgeon sutured the bleeding location to resolve the event. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the sureform 60 stapler instrument fired a green sureform 60 reload which did not appropriately deploy staples; but cut, resulting in bleeding. The amount of blood loss was unknown, but it was reported no blood transfusion was required. The surgeon sutured the bleeding location to resolve the event. The target tissue is unknown. The patient is recovering well with no post-operative complications. Intuitive surgical, inc, (isi) made multiple follow-up attempts to obtain additional information and patient demographic information. However, at the time of this report, no additional information has been received.